Event description:
Technician alleged that when the brakes were engaged, the casters would still swivel.

Manufacturer narrative:
Technician found that the casters were worn due to age and needed to replace. He replaced the casters and the brakes functioned properly. The stretcher was found out of service in a hallway and there were no alleged injuries.